Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had not used their interstim device in 10 years because it was not working for them; they stated they hated it so much they threw their equipment into the pool or ocean. The patient said now their back was bothering them and they were at the va in san antonio and they wanted to do an MRI. MRI information was reviewed with the patient and they were redirected to their doctor. The patient said their doctor was at the va and the doctors would leave, come and go, and blow off. Physician listings of interstim support doctors in their area was offered to the patient, but they declined. The patient mentioned other medical history: the patient stated when they started using interstim all of a sudden they would have an accident in the checkout of their grocery store, and the driver's seat of their car; they could not go anywhere because they were afraid they would have an accident somewhere. The patient said they had been a very active person and before that they could go anywhere. The patient stated if they had the device removed they would personally send it back to the manufacturer and write "it ain't worth (expletive)".